Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, the balloon burst on 1st try, recommendation was that she will use 4 pumps, it is unknown when balloon bursted (after how many pumps). After this she did irrigation again. No information on how many milliliters. Patient used water, recommendation was 600-800ml. After the balloon burst light red liquid came out from rectum. Tip of the catheter was bent. After second irrigation blood and water came out from rectum. No information about time period. Patient experienced light pain immediately. Bleeding from rectum followed, patient thought that it was bleeding from hemorrhoids little bit later more pain and bleeding. Patient went to hospital 28.6. After 2pm with pain, low blood pressure. On (B)(6) 2015 patient received emergency operations; laparostomi explorativa, sigma intestine truncation and ostomy. During laparotomy they found 6cm long hole in rectum 10cm from anus and hematoma and necrotic serosa.